Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels; cause was unknown. The contact declined to perfrom troubleshooting or provide additional information regarding the reported events.